Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated the pump was defective and it had a leak (previously reported). It was noted the patient wanted them to save the pump and the patient would get it after surgery, but the pump was not given to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their drug infusion device. The device was being used to deliver dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that the patient had infection symptoms in the area of the stomach. It was reported that, ¿you could see it.¿ he had to go in for emergency surgery because ¿the pump was defective and pumping into his stomach, which created a huge infection.¿ the patient kept stating there was something wrong ¿2 months ago at least¿ (prior to the call date of (B)(6) 2018), so patient's primary care physician told the patient that his pump was leaking, so patient went to the hospital and was admitted on (B)(6) 2018, and on (B)(6) 2018 the pump and catheter were removed. The patient mentioned that there was no manufacturer¿s representative (rep) at the removal surgery. The patient was asking for compensation as he is ¿in horrific pain right now.¿ it was also reported that the ¿horrific pain¿ started ¿over a month ago now.¿ it was reviewed that the healthcare professional (hcp) needs to send the pump back for analysis and redirected the patient to the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient started taking pictures of their stomach since it started hurting. It was noted the issue goes back to may when the hcp told the patient there was no urinary tract infection but the patient's privates felt like they were on fire with no relief. It was not until (B)(6) that the hcp figured out the pump was leaking into the patient's stomach. The pictures show redness on the patient's stomach.

Manufacturer narrative:
Interrogation of the device indicated that it was being used to deliver 2,000 mcg/ml hydromorphone at 399.7 mcg/day and 200 mcg/ml clonidine at 39.97 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-oct-26. The product was retuned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter suture-less connector. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4), although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was put on antibiotics, one in the hospital then continued taking at home, incl2 2 types, vancomycin and another. Patient was having leading up to that point was like a red hot poker was shoved up his rectum and like his penis was on fire. Patient was in the hospital for 4 days, they said it was cleared up but 2 days later, it was badly infected so they did emergency surgery. Patient was still sick from the antibiotics. No one knew where the pump was and he did not know if it was sent back to manufacturer. No further complications were reported.